Event description:
It was reported that during cardiovascular surgery, the handle did not move at all when it was gripped. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 12/6/2024. D4 batch #879c88. Investigation summary- the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with a gst60g reload loaded on the device. The reload was received unfired. Additionally, the ech60r buttress was on the anvil and one loose. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 879c88, and no non-conformances were identified.